Event description:
A customer reported to baxter an incident involving a blood tubing set. The customer stated that when the packaging was opened, it was noted that the small chamber was bent. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was requested. If the device is returned for evaluation then a follow-up will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The supplier informed baxter that the defective sample was evaluated. The bld chamber was deformed. Sterilization is one of the causes of the problem together with the mechanical compression of the chamber during the sterilization. The chamber was made with pvc which becomes deformable during sterilization and rigid with the temperature decreasing. In some cases, the chamber could be in contact with rigid component during sterilization which could conduct to deformation. Device history file for the involved lot was reviewed and no defects found. Corrective action is on-going in order to use a new pvc.